Event description:
Report received that a tray of cidex opa solution had leaked onto the counter and floor. Three employes experienced symptoms of burning eye and throat irritation. This is the first of the three employees reported. Employee experienced burning eye, burning throat and discoloration of the skin. The employee flushed their eyes with water and went outside. Their symptoms lasted 2-3 hours. No medical treatment sought.